Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was not confirmed for transmitter ID (B)(4). The probable cause could not be determined as the allegation was not found. In addition, signal loss was found in connection to the reported allegation for transmitter ID (B)(4). The probable cause of the signal loss was determined to be the transmitter and the app were not able to restore the connection. The reported event of an unknown sensor issue is reportable based on the finding of signal loss. No injury or medical intervention was reported.